Manufacturer narrative:
A root cause for the reported event could not conclusively be determined through this evaluation. Based on the manufacturer¿s past experience and similar reported events, the reported red heart alarms could be indicative of a potential percutaneous lead issue. The patient reportedly was not a candidate for device exchange. The patient was provided with an ungrounded power module patient cable. A full evaluation of the patient¿s percutaneous lead could not be conducted as the patient remains ongoing on lvad support. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced red heart alarms while connected to the power module patient cable. The patient was asymptomatic at the time of the event. The patient was instructed to stay on battery support. On 07/10/2015, the manufacturer¿s technical services team arrived onsite to evaluate the patient. Upon visual inspection, it was noted that the patient had a previous percutaneous lead repair that was too close to the exit site to allow for another repair. The patient started to experience red heart alarms while on battery support and at that point, the vad center declined any further evaluation due to the risk of the pump stopping and not restarting. Due to patient non-compliance, the vad center opted to discuss pump explant due to potential recovery or hospice for the patient. The patient remains ongoing on lvad support and is currently not a candidate for transplant or a pump exchange. No further information has been provided.

Manufacturer narrative:
The referenced previous percutaneous lead repair was reported under medwatch MFR# 2916596-2014-01788. Approximate age of device ¿ 4 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.